Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used or recharged his ipg in months. The patient is also with stimulation. The ipg is inoperable. Consequently, the patient will consult with a physician as the next course of action.

Manufacturer narrative:
(B)(6).